Manufacturer narrative:
Pending investigation. D10: equinoxe reverse 36mm humeral liner +0 320-36-00 a091112; equinoxe reverse tray adapter plate tray +0 320-10-00 a227904; glenoid plate 320-15-01 a213921; eq rev locking screw 320-15-05 a145777; eq reverse torque defining screw kit 320-20-00 a140513; equinoxe reverse 36mm glenosphere 320-01-36 a053732.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2023. The patient was revised to a fracture platform stem on (B)(6) 2023 due to a bone fracture and stem dislocation. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical fracture cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.